Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient had draining slowly messages during pd treatment and a fluid leak was discovered during an unknown phase of treatment. Fluid was found in the pump module area of the cycler and on the external part of the cassette. In a follow up, the reporting nurse verified the fluid leak event and said there was no harm, intervention or adverse events associated with the leak. The patient was able to continue treatments with new set ups going forward after letting the cycler dry overnight. The cycler is still being used in the clinic. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient had draining slowly messages during pd treatment and a fluid leak was discovered during an unknown phase of treatment. Fluid was found in the pump module area of the cycler and on the external part of the cassette. In a follow up, the reporting nurse verified the fluid leak event and said there was no harm, intervention or adverse events associated with the leak. The patient was able to continue treatments with new set ups going forward after letting the cycler dry overnight. The cycler is still being used in the clinic. The cycler set is not available to return.